Event description:
On (B)(6) 2014, the reporter contacted animas stating there was an audio tone/vibration issue with the pump. The pump reportedly was not emitting a "low cartridge" alarm. There was no reported adverse event associated with this complaint. This complaint is not being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the returned battery cap and cartridge cap were used to complete testing. The pump was booted to the verify screen with the audible and vibratory features functioning appropriately. A ¿low cartridge¿ warning was reproduced on the bench with the sound set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The audible audio reading was within specification. The reported issue was unable to be duplicated during investigation. Unrelated to the complaint, the text on display screen had a pinkish contrast. Also unrelated to the complaint, the battery compartment was found to be cracked on the side from the threads to cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.